Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the display lens was cracked at the top gray area. The pump powered up with auditory and vibratory alarms to a blank display. The blank display issue was confirmed. The pump was opened to find no intermittent conditions to the printed circuit board. An electrically erasable programmable read-only memory failure was determined to be the cause of the blank display. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit.